Event description:
It was reported that a button on the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product is expected for return. The customer is unwilling to return any material.